Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was asleep, attributed to sense b noise being oversensed. Extensive isometric testing and pocket manipulations were performed. During an interrogation with a wand, the wand moved and fell to the ground, in which the connection was lost and 16 audible beep tones were noted. Re-interrogation was subsequently successful, with no functional alert detected. Technical services reviewed noting the device reset had been benign. Ts reviewed device programming, and the s-ICD remains in service. No adverse effects to the patient were reported